Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys soft port stand alone. Smith & nephew received the above reported complaint for failure to alarm. No pictures, no samples and no lot number information were provided for evaluation. Complaint indicates that two (2) soft ports were y-connected on a below the knee amputation. One soft port was ¿under¿ the knee and the other ¿on top¿. The soft port on the top was working appropriately however; the soft port on the bottom was leaking with no alarms. The fact that one soft port was working indicates that negative pressure (vacuum) was present for the entire system, including the wound site with the leak. The fact that a blockage/leakage alarm was not triggered is because the system was sensing that proper negative pressure was achieved by means of the soft port that was working properly and sustained negative pressure in system connections, even if leakage was developing at the bottom dressing. This is supported by the complaint description where it indicates that the pump was maintaining pressure at 120mmhg. Analyzing all the possible elements, the leakage on the wound could have been caused by partial or complete occlusion of the soft port with exudate or pressure head differentials which could have favored the outflow of exudates from a particular wound site within the y-connected system, especially in pathway of least resistance. A verification of connection could have been performed by capping the ¿top¿ soft port junction of the y-connector and allowing just the ¿bottom¿ wound site to inflow to canister. The complaint is deemed undetermined. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm:the soft port started leaking. The wound was leaking quite a bit and the pump was not alarming.